Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention to prevent permanent impairment or injury. Device issue: stent dislodgement. It was reported that when the vision stent delivery system (sds) was advanced into the vessel, it was noted that it was advanced on the wrong guide wire; therefore, the sds was pulled out. However, when the sds was pulled out, the stent dislodged from the balloon without any resistance. The stent was left on the guide wire, so a balloon catheter was used to capture the stent and successfully remove it out of the patient. No additional event or patient information is available.